Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperable. There was no patient harm reported, and no additional information is available.